Manufacturer narrative:
The instrument was received in good visual condition. The instrument was cycled and fired 2 conforming clips and 6 scissored clips due to an inadequate iteration between the cam channel and jaw. The instrument locked out as intended. Our manufacturing batch history review identified that a deviation to the in-process clip scissoring requirement was performed during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released fro distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip scissored during application on the cystic duct. Another device was used to finish the case. There was no patient consequence.